Event description:
It was reported that patient underwent rotator cuff repair utilizing a suture passer on an unknown date. During the procedure, the suture passer would not pass the suture 100% of the time. There was no injury to the patient or delay to the procedure as a result.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Functional evaluation of the device found that it functioned as intended. (B)(4).